Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak between bifuse and med tubing while connected to a patient. The set was disconnected, cleaned, and leaked after reconnection. The lines were changed when new fluids arrived. There was no report of patient harm.